Event description:
The user facility reported that the device was not inserted into the patient. The physician noticed on the back table that there was no footplate on the angio-seal. The device was put to the side for return. The rest of the lot (8 units) was removed from the shelf. A second angio-seal from a new lot was opened and used to complete the procedure successfully. No blood loss was reported, and the patient was in stable condition. The procedure performed was a peripheral angiogram.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir supervisor. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the device packaging, locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The sample was available for evaluation and was found in used condition. The anchor was found within the sheath and during functional testing, the device was able to be deployed. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).